Event description:
It was reported that a lad/diagonal perforation occurred. The procedure notes indicate that during a ptca/stent procedure, the cuting balloon was advanced to the main lad, inflated twice (6 atm for 67 seconds and 6 atm for 60 seconds) and then removed. The cutting balloon was reinserted, inflated two more times (8 atm for 60 seconds and 12 atm for 60 seconds) and then removed. The pt noted "chest pain" with inflations only; relieved with deflations. A taxus des was deployed with a single inflation (14 atm for 60 seconds). Several hours later the pt returned emergently with chest pain increased with inspiration. Pericardiocentesis was performed.